Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. The following was received by the initial reporter: the customer reported that the button was pressed, but the needle was not retracted. After the puncture was completed, the button was pressed to retract the needle, but it did not work.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ bc shielded IV catheter the needle would not retract. The following was received by the initial reporter: the customer reported that the button was pressed, but the needle was not retracted. After the puncture was completed, the button was pressed to retract the needle, but it did not work.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 20g x 1.00in. Insyte autoguard bc pro unit from lot number 2255206. Additionally, six photos were provided for investigation. The photos are representative of what was returned and do not provide any additional evidence that isn¿t already covered by the physical sample evaluation. A gross visual inspection of the returned unit did not find any damage to the components. The unit was microscopically inspected, and adhesive was found between the button and needle hub. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.